Manufacturer narrative:
Zyno medical is waiting for the arrival of the affected device.

Event description:
On (B)(6) 2021, zyno medical received a complaint from a user facility representative. The affected device was reported as "did not alarm air in line when it was in the tubing". "In this case, the infusion line was completely empty down to the patient IV site. The nurse did not know how much, if any, air had reached the patient. The patient was observed and was fine." The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.

Manufacturer narrative:
The complaint handling technician of zyno medical called the customer on 01/03/2022, 01/12/2022 and 01/27/2022 to follow up for more information, but the customer never responded. The device was not returned for evaluation. The complaint cannot be confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00058).